Event description:
It was reported that liner tear occurred. The patient's femoral arteries contained mild calcium, mild stenosis, and severe tortuosity. A transcatheter aortic valve replacement procedure was performed utilizing a 14f isleeve introducer sheath for vascular access. The 14f isleeve introducer sheath was advanced through the patient's vasculature. A 25mm non-boston scientific (bsc) balloon catheter was advanced through the 14f isleeve introducer sheath for balloon aortic valvuloplasty of the native aortic annulus. Under fluoroscopy view, the 25mm non-bsc balloon was seen to be fully deflated at the level of the native aortic annulus, prior to removal. However, when the physicians withdrew the 25mm non-bsc balloon catheter, resistance was encountered and the 14f isleeve introducer sheath was being pulled with the 25mm non-bsc balloon. It was noted that it was possible the 25mm non-bsc balloon was not deflated properly. The femoral arteries were screened and the 25mm non-bsc balloon was inflated and deflated in the abdominal aorta but was unable to be fully deflated. Attempts were made again but were not successful in removing the 25mm non-bsc balloon through the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was visualized under contrast which showed a liner tear and concertina effect mid to low sheath. The 14f isleeve introducer sheath and 25mm non-bsc balloon catheter were removed and replaced with a new 14f isleeve introducer sheath. The procedure proceeded smoothly with no vascular complications and successful implant of a size large acurate neo2 valve. No patient complications were reported. In post-procedure discussion of the case, the physicians noted that the extreme tortuosity of the patient's anatomy may have contributed to the initial difficulty in removing the 25mm non-bsc balloon which may have caused initial damage to the 14f isleeve introducer sheath and prevented further successful removal of the 25mm non-bsc balloon through the 14f isleeve introducer sheath.

Manufacturer narrative:
Photographs of the 14f isleeve introducer sheath were provided to aid in the investigation and reviewed by a bsc quality technician. The available photographs showed the 14f isleeve introducer sheath seams expanded with bunching/kinking to the 14f isleeve introducer sheath and tip damage. The expanded seams of the 14f isleeve introducer sheath occurred along a seam line and is expected use of the device as the seams and tip are designed to expand with use to allow passage of a delivery system and a balloon aortic valvuloplasty (bav) balloon catheter during the procedure; therefore, are not considered damage to the device. The available photographs did not depict a liner tear in the 14f isleeve introducer sheath.

Event description:
It was reported that liner tear occurred. The patient's femoral arteries contained mild calcium, mild stenosis, and severe tortuosity. A transcatheter aortic valve replacement procedure was performed utilizing a 14f isleeve introducer sheath for vascular access. The 14f isleeve introducer sheath was advanced through the patient's vasculature. A 25mm non-boston scientific (bsc) balloon catheter was advanced through the 14f isleeve introducer sheath for balloon aortic valvuloplasty of the native aortic annulus. Under fluoroscopy view, the 25mm non-bsc balloon was seen to be fully deflated at the level of the native aortic annulus, prior to removal. However, when the physicians withdrew the 25mm non-bsc balloon catheter, resistance was encountered and the 14f isleeve introducer sheath was being pulled with the 25mm non-bsc balloon. It was noted that it was possible the 25mm non-bsc balloon was not deflated properly. The femoral arteries were screened and the 25mm non-bsc balloon was inflated and deflated in the abdominal aorta but was unable to be fully deflated. Attempts were made again but were not successful in removing the 25mm non-bsc balloon through the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was visualized under contrast which showed a liner tear and concertina effect mid to low sheath. The 14f isleeve introducer sheath and 25mm non-bsc balloon catheter were removed and replaced with a new 14f isleeve introducer sheath. The procedure proceeded smoothly with no vascular complications and successful implant of a size large acurate neo2 valve. No patient complications were reported. In post-procedure discussion of the case, the physicians noted that the extreme tortuosity of the patient's anatomy may have contributed to the initial difficulty in removing the 25mm non-bsc balloon which may have caused initial damage to the 14f isleeve introducer sheath and prevented further successful removal of the 25mm non-bsc balloon through the 14f isleeve introducer sheath.